Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an a patient presented in the clinic for the regular follow up, noise due to oversensing was observed on the atrial lead. The patient did not experience any adverse events and the patient will be continued to be monitored.